Event description:
It was reported that the lcd screen backlight would not function. The device will engage in monitoring. Additional information received indicated that the user can see the values displayed on the screen. It is unknown if the beep tones, pulse tones, error message and/or audible alarms were functioning as designed. No known impact or consequence to patient.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.